Event description:
It was reported by the provider that the valve is not shifting. Per the independent repair center statement there is alarming or red light. Additional malfunctions are the exhaust muffler is clogged; pvc tube is clogged; 8" tie wrap leaks and the hose clamps are leaking. No allegation of patient injury, no additional information provided.